Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported with a description of the lens was not seated all the way down in the cartridge. The injector was riding on top of the optic. As the lens is being inserted into the eye, the scratches form. White scratches can also be seen at the tip of the cartridge afterwards. The lens was left implanted. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The used company cartridge was not returned for evaluation. A photo was provided of a company cartridge. The view was from the bottom. The photo showed most of the nozzle through the tip. Unable to determine ovd amount. Possible stress lines were observed. This is an expected occurrence and does not denote a cartridge deficiency a photo was provided of the implanted single piece lens. The optic has parallel stutter scratches on the right and left side of the optic near the peripheral edge. There also appear to be two cracked areas near the optic edge, which may indicate a plunger override occurred. A video was also provided. The cataract removal was not shown. The cartridge and lens preparation were not shown. The cartridge tip comes int view from the bottom of the screen and is inserted into the incision. As the lens was advanced into the eye, a plunger override of the trailing optic edge was observed. After the lens unfolded two parallel stutter type scratches were observed on the right and left side of the lens. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated product were indicated. The company cartridge was not returned. The mold cavity could not be verified, however according to production records, the company cartridge lot reported for this complaint was molded using the cavity 175 mold tooling at the vendor. As part of an investigation, cartridges from batches manufactured using the cavity 175 mold tool and the corresponding cavity 173 mold tool were observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.